Event description:
It was reported that there was 40 ml remaining chemo that was not infused, and the provider opted in not completing the rest of the treatment this cycle. Continuous infusion rate: 3 ml/hour. Total reservoir volume: 0. Air detector and upstream sensor were on. Length of infusion: 46 hours. The pump was not used to prime the extension tubing as it was primed manually. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
The device history record of reported lot number: 4426865 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.